Event description:
After administering the flu injection to a patient, the ma closed the safety cap on the needle and the needle bowed out from the cap causing a potential for a finger poke. The ma noticed and the needle did not contact her skin. This is the 2nd occurrence of this type of malfunction. The first time resulted in injury and was reported to employee health. FDA safety report ID# (B)(4).